Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a 90% stenosed lesion with mild tortuosity and mild calcification in the right coronary artery (rca). Pre-dilatation was performed with a 3.0 x 15 mm unspecified balloon and a 3.0 x 15 mm xience xpedition was advanced, but was unable to cross the lesion. There was no force applied during the unsuccessful attempts to cross the lesion. During withdrawal of the device there was resistance felt due to the vessel. A new 3.0 x 15 mm xience xpedition was advanced and implanted at the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.